Manufacturer narrative:
No 840 ventilator serial number available.

Event description:
Covidien received information that due to a malfunction the patient was removed from the 840 ventilator. There was no patient harmed or injured as a result of the event. Covidien inspected the device and replaced the o2 sensor. The ventilator passed all testing.